Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) ruptured. All components were removed and new ipp was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually and microscopically inspected, and leak tested. Visual examination revealed that the first cylinder had wear at a fold in the proximal and distal end of its body. In addition, its outer tube and fabric were detached from the proximal end from a sharp instrument. Microscopic evaluation identified a hole, consistent with sharp instrument damage, at the proximal end of the component. The cylinder did not pass leak testing. Microscope inspection of the second cylinder found wear at a fold in the proximal and distal ends. A bulge with broken fabric threads was present in the middle of the cylinder when it was inflated with a syringe. This cylinder did not pass leak testing. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted and the pump passed leak testing. The reservoir was visually inspected, and leak tested. The reservoir passed all testing, no damage or abnormalities were noted, and no leaks were present. The hole identified in the first cylinder confirmed the reported clinical observation of cylinder rupture.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinder rupture. All components were removed and new ipp was implanted. There were no patient complications.